Event description:
Event description boston scientific received information that during a pacemaker replacement procedure, this ventricular lead was also explanted and replaced for insulation breach. A new lead was successfully implanted and there were no reported patient effects.